Manufacturer narrative:
Added information to h6. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Edwards received information that a patient with a 23mm carpentier-edwards perimount magna aortic valve underwent valve-in-valve procedure after an implant duration of unknown period for device dysfunction. The device was replaced with a 26mm non-edwards valve.